Event description:
Reporter indicated a vns (B)(4) handheld computer with version 8.1 software was freezing during interrogation and on the "interrogation successful" screen. Backup programming systems were available for use, so no patients were affected. It was confirmed the programming wand battery was adequate and the computer was not being used while plugged into an outlet, and steps were taken to reduce any electromagnetic interference. Attempts for return of the computer are in progress.

Event description:
The vns computer and flashcard were returned for analysis on (B)(4) 2013. During the flashcard analysis, no anomalies associated with flashcard software or databases were identified. The flashcard and software performed according to functional specifications. No anomalies associated with the handheld computer were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.